Manufacturer narrative:
The reported event involving a pump module(s) ¿during a site visit, that a clinician on the oncology unit experienced an occlusion alarm a couple months ago. The device alarmed occlusion but no occlusion could be identified. The device was sent to biomed for further investigation. The event date and medication/fluid being infused was not provided by the clinician.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported during a site visit, that a clinician on the oncology unit experienced an occlusion alarm a couple months ago. The device alarmed occlusion but no occlusion could be identified. The device was sent to biomed for further investigation. The event date and medication/fluid being infused was not provided by the clinician.